Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The initial flows were low until the impella was advanced further into the ventricle to 4.8cm under transesophageal echocardiography guidance. Closure of chest cavity started, surgeon was called back approximately 40 minutes later after significant bleeding in the chest cavity noted. Multiple blood products, factor vii and fluids given while identifying and treating areas of bleeding. Impella motor current waveform became flat, and multiple suction alarms occurred. Volume status addressed and position was confirmed, as flows steadily decreased and then fluctuated between 0.5l and 2l. Multiple suction and impella position unknown alarms were noted while having low flow. Flows eventually decreased and sustained 0.0 flow. No pump stop occurred, and no issues noted with motor current values. Upon removal of the pump, biomaterial noted in the outlet cage.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the low pump flow and the thrombus issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the low pump flow issue was unable to be determined based on data log, clinical review and since product was not returned. The cause of the thrombus issue was most likely patient condition related per clinical review.